Event description:
Healthcare professional reported right side "deflated", "more rippling" and "pain". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; crease fold, deformation and the weight the device within specification. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is wrinkles (creases) are observed but have no relationship with manufacturing and no were observed openings on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "deflated", "more rippling" and "pain". The device has been explanted.